Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal, vaginal enterocele repair, partial sling revision, and cystoscopy on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat bladder prolapse and stress urinary incontinence and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2007 due to mesh exposure. It was reported that patient underwent vaginal mesh removal and vaginal enterocele repair and partial sling repair on (B)(6) 2012 due to mesh erosion and sling erosion.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal, vaginal enterocele repair, partial sling revision and cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03088. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 06/20/2013.(B)(4): the patient underwent mesh implantation in order to treat a rectocele and posterior repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted. See also medwatch 2210968-2013-03088. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent vaginal mesh removal, vaginal enterocele repair, partial sling revision, and cystoscopy on (B)(6) 2012 due to large vaginal mesh erosion and sling erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).